Event description:
The consumer reported their thermometer was giving false negative readings on their child. The device allegedly was reading 3-4 degrees lower than the child's actual temperature. The child was seen by their doctor, where it was confirmed that they had a fever. No adverse event occurred, and the patient is doing fine. Kaz USA, inc. Has requested that the product be returned to our company for testing.